Event description:
An MRI scan taken three days post procedure revealed an asymptomatic cerebral infarction in the basilar territory, treated region. The physician does not know when this asymptomatic stroke occurred, it may have been prior to the procedure or associated with the procedure. The patient remained asymptomatic and was discharged home with no clinical consequence.

Manufacturer narrative:
(B)(4). Baxter product surveillance spoke with the peritoneal dialysis nurse (pdn) on 02 nov 2010, who stated there was no patient injury or medical intervention associated with this incident. This complaint for a system error 2240 was not confirmed and a sample evaluation was not performed due to unavailable sample. The lot number was not provided; therefore a batch review cannot be conducted. Based on the information obtained during baxter's investigation, this incident was determined to be related to the patient placing the solution bag on an unstable surface and the solution bag disconnected during therapy. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device was discarded. If a sample is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
A customer contacted baxter's global technical service center to report a system error (se) 2240 (indicating air in the set) with the homechoice (hc) machine during dwell 3 of 4. The home patient (hp) was connected. The hp stated a supply bag had fallen off the table and disconnected. It was advised the hp report the alarms to the peritoneal dialysis (pd) registered nurse (rn) the next morning. The hp would finish that night?s therapy manually. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report.